Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbws0126 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle protect cover was not attached to the needle from the beginning. No patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the needle cover not attached is inconclusive due to poor sample condition. One 20 ga x 0.75 in powerloc safety infusion set was returned for investigation. The safety mechanism was not active. No plastic needle cover was returned. The safety mechanism was activated. No punctures were observed on the tyvek or on the clear film packaging. The proximal luer cap was not attached. Saline residue appeared to be visible within the tubing. As no plastic cover was returned with the sample, the complaint of the plastic needle cover not being attached is inconclusive due to poor sample condition. Based on the description of the reported event and condition of the returned sample, possible contributing factors include handling of the device within its packaging and during use. A lot history review (lhr) of asbws0126 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle protect cover was not attached to the needle from the beginning. No patient involvement.